Event description:
At approximately 10pm, npwt alarm sounded, at which time dressings reinforced. Shortly, thereafter alarm sounded again and dressing was reinforced with transparent film. At this time, canister 3/4 full and drainage moving through tubing to canister. At approximately 12 midnight, npwt alarm sounded again at which time canister was full. A large amount of bright red gelatinous blood had leaked past dressings and pulled on outside of buttocks down to knees. Npwt was discontinued at this time. Physician removed dressing and performed evacuation of wound at which time a large amount of blood clots were removed from wound. Physician found no active bleeding in wound. The surgeon who placed therapy stated that it "appeared" that the pump had lost suction at some point in time allowing the dressings placed in the or that were adhering to the wound to pull away and allow clots to form in the wound bed.